Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an itchy irritation. The patient's physician prescribed the patient an unknown steroid cream to use on the irritation. After using the cream, the patient reported that the irritation had improved. There were no allegations of a device malfunction contributing to the irritation.